Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. This device was in storage for some time before first use. The supplier of oxygen probe connectors was changed in the meantime and the old connector was replaced by a new one. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the pre-use check, the customer noticed the product's dedicated hose male coupler was unable to be connected to the facility's built-in female coupler. No patient injury. No additional information is available for this complaint.